Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was determined to be patient condition related to the patient¿s small lv cavity size coupled with her lv hypertrophy.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 61-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage e shock, on multiple inotropes and vasopressors, and was on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the urine changed from clear and yellow to pink tinged. The impella appeared to be lodged in the papillary muscle. The physician attempted to reposition the pump but was unable to point the pump towards the apex of the heart. The physician attributed the difficulty due to the patient's small left ventricle (lv) cavity size. The impella was eventually pulled out of the papillary muscle and left at 3.2cm from the aortic valve (av). Later in the day, the impella was removed. The impella functioned at p-7 at 3.0l/min without any issues. The post-procedure outcome is survived at explant. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).